Event description:
The below report was received by health authority ansm (reference number: (B)(4) on 03-apr-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of device dislocation ("1 device of 2 essure inserts (including left insert which migrated to the omentum, near the intestine)") in an adult female patient who had essure inserted (lot no. E13077) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. Concomitant products included antidepressants and lyrica (pregabalin) for pain. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the day of essure insertion, she experienced dysmenorrhoea ("dysmenorrhoea"), pelvic pain ("contraction-type pelvic pain then pelvic pain"), heavy menstrual bleeding ("menorrhagia"), menstruation irregular ("irregular cycles"), intermenstrual bleeding ("metrorrhagia"), vaginal discharge ("brown discharge"), adenomyosis ("adenomyosis"), fatigue ("chronic fatigue"), memory impairment ("memory disturbances"), a first episode of sleep disorder ("sleep disturbance"), abdominal pain ("abdominal pain"), myalgia ("muscle and ligament pain"), ligament pain ("ligament pain"), tinnitus ("tinnitus"), dizziness ("dizziness"), limb discomfort ("feeling of heavy legs"), burning sensation ("burning"), nausea ("nausea"), alopecia ("hair loss"), visual impairment ("visual disturbances (no clear vision)"), dry mouth ("dry mouth"), depression ("so-called depressive episodes with medication"), nerve pain ("nerve pain (left arm and leg)"), insomnia ("insomnia"), groin pain ("radiating inguinal pain"), a second episode of sleep disorder ("sleep disturbances") and neuropathic pain ("neuropathic pain") and was found to have weight decreased ("repeated weight loss"). On unknown date she experienced device dislocation (seriousness criterion intervention required), anxiety ("anxiety due to the migration of one of the inserts (left"), gastrointestinal motility disorder ("bowel motility disorder") and acne ("acne"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy and eye correction). Essure was removed on (B)(6) 2023.at the time of the report, the myalgia and neuropathic pain had not resolved. The outcomes for device dislocation, dysmenorrhoea, pelvic pain, heavy menstrual bleeding, menstruation irregular, intermenstrual bleeding, vaginal discharge, adenomyosis, fatigue, memory impairment, anxiety, gastrointestinal motility disorder, abdominal pain, weight decreased, ligament pain, tinnitus, dizziness, limb discomfort, burning sensation, nausea, alopecia, acne, visual impairment, dry mouth, depression, neuralgia, insomnia, groin pain and the last episode of sleep disorder were unknown. The reporter considered abdominal pain, acne, adenomyosis, alopecia, anxiety, burning sensation, depression, device dislocation, dizziness, dry mouth, dysmenorrhoea, fatigue, gastrointestinal motility disorder, groin pain, heavy menstrual bleeding, insomnia, intermenstrual bleeding, ligament pain, limb discomfort, memory impairment, menstruation irregular, myalgia, nausea, nerve pain, neuropathic pain, pelvic pain, the first episode of sleep disorder, the second episode of sleep disorder, tinnitus, vaginal discharge, visual impairment and weight decreased to be related to essure administration. The reporter commented: period of occurrence: between on (B)(6) 2016 and (B)(6) 2023 (with persistent symptoms to date, on (B)(6) 2024).. 7 years of my life tarnished by symptoms initially unrelated to the inserts. 5 years of doctor hopping regarding my various symptoms and in search of my migrated insert. 2.5 months of waiting last summer, in great suffering, before having the inserts removed on (B)(6) 2023. After stopping my professional activity on several occasions (freelance, self-employed status) from 2018 to 2022, I had to slow down my professional activity from the beginning of 2023 and then stop it completely between (B)(6) 2023. I am currently returning to work, at a slower pace. My symptoms and my quality of life have clearly improved following the removal but some persist, notably impacting my professional activity and still forcing me to go at a pace that is not normal for a 47-year-old woman whose children have grown up. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram] on (B)(6) 2021: lumbopelvic study: the right tubal insert is in place. The left tubal insert has migrated and entered into the left iliac fossa, in a subparietal position. No infiltration of fatty spaces in contact: no fluid effusion. No other spontaneously identifiable utero-adnexal abnormality. Morphological integrity of the adrenal glands and kidneys. No obstruction of the urinary tract. Abdominal study: morphological integrity of the liver, spleen and of the pancreas in non-contrast imaging. Conclusion: right tubal insert in place. The left tubal insert has migrated intra-abdominally, into the left iliac fossa, subparietally with no locoregional complications. [Hysterosalpingogram] on (B)(6) 2016: - without contrast: essure material on the right appears to be in place, on the left it makes a loop - after opacification: uterus of normal size, retroverted. There is no visible abnormal parietal image. The essure material obstructs both tubes well. There is no detectable passage. There is a vascular passage on the right at the end of the examination. Conclusion: tubal impermeability, with essure material on the left that is in a distal position but seems to obstruct the tube [x-ray] on (B)(6) 2020: results: compared to the previous images, the position of the left essure is stable. On the other hand, the right essure seems to have migrated, and is currently visible in the projection of the sacrum; (date unknown): we found the right insert to be properly positioned but are unsure of the proper positioning of the left insert a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4) on 03-apr-2024. The most recent information was received on 22-apr-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of device dislocation ("1 device of 2 essure inserts (including left insert which migrated to the omentum, near the intestine)") and pelvic pain ("contraction-type pelvic pain then pelvic pain") in an adult female patient who had essure inserted (lot no: e13077) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. Concomitant products included antidepressants and lyrica (pregabalin) for pain. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the day of essure insertion, she experienced pelvic pain (seriousness criterion intervention required), dysmenorrhoea ("dysmenorrhoea"), heavy menstrual bleeding ("menorrhagia"), menstruation irregular ("irregular cycles"), intermenstrual bleeding ("metrorrhagia"), vaginal discharge ("brown discharge"), adenomyosis ("adenomyosis"), fatigue ("chronic fatigue"), memory impairment ("memory disturbances"), a first episode of sleep disorder ("sleep disturbance"), abdominal pain ("abdominal pain"), myalgia ("muscle and ligament pain"), ligament pain ("ligament pain"), tinnitus ("tinnitus"), dizziness ("dizziness"), limb discomfort ("feeling of heavy legs"), burning sensation ("burning"), nausea ("nausea"), alopecia ("hair loss"), visual impairment ("visual disturbances (no clear vision)"), dry mouth ("dry mouth"), depression ("so-called depressive episodes with medication"), nerve pain ("nerve pain (left arm and leg)"), insomnia ("insomnia"), groin pain ("radiating inguinal pain"), a second episode of sleep disorder ("sleep disturbances") and neuropathic pain ("neuropathic pain") and was found to have weight decreased ("repeated weight loss"). Essure was removed on (B)(6) 2023. On unknown date she experienced device dislocation (seriousness criterion intervention required), anxiety ("anxiety due to the migration of one of the inserts (left"), gastrointestinal motility disorder ("bowel motility disorder") and acne ("acne"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy and eye correction). At the time of the report, the myalgia and neuropathic pain had not resolved. The outcomes for device dislocation, pelvic pain, dysmenorrhoea, heavy menstrual bleeding, menstruation irregular, intermenstrual bleeding, vaginal discharge, adenomyosis, fatigue, memory impairment, anxiety, gastrointestinal motility disorder, abdominal pain, weight decreased, ligament pain, tinnitus, dizziness, limb discomfort, burning sensation, nausea, alopecia, acne, visual impairment, dry mouth, depression, neuralgia, insomnia, groin pain and the last episode of sleep disorder were unknown. The reporter considered abdominal pain, acne, adenomyosis, alopecia, anxiety, burning sensation, depression, device dislocation, dizziness, dry mouth, dysmenorrhoea, fatigue, gastrointestinal motility disorder, groin pain, heavy menstrual bleeding, insomnia, intermenstrual bleeding, ligament pain, limb discomfort, memory impairment, menstruation irregular, myalgia, nausea, nerve pain, neuropathic pain, pelvic pain, the first episode of sleep disorder, the second episode of sleep disorder, tinnitus, vaginal discharge, visual impairment and weight decreased to be related to essure administration. The reporter commented: period of occurrence: between on (B)(6) 2016 and on (B)(6) 2023 (with persistent symptoms to date on (B)(6) 2024). 7 years of my life tarnished by symptoms initially unrelated to the inserts. 5 years of doctor hopping regarding my various symptoms and in search of my migrated insert. 2.5 months of waiting last summer, in great suffering, before having the inserts removed on (B)(6) 2023. After stopping my professional activity on several occasions (freelance, self-employed status). From 2018 to 2022, I had to slow down my professional activity from the beginning of 2023 and then stop it completely between on (B)(6) 2023. I am currently returning to work, at a slower pace. My symptoms and my quality of life have clearly improved following the removal but some persist, notably impacting my professional activity and still forcing me to go at a pace that is not normal for a 47-year-old woman whose children have grown up. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram] on (B)(6) 2021: lumbopelvic study: the right tubal insert is in place. The left tubal insert has migrated and entered into the left iliac fossa, in a subparietal position. No infiltration of fatty spaces in contact: no fluid effusion. No other spontaneously identifiable utero-adnexal abnormality. Morphological integrity of the adrenal glands and kidneys. No obstruction of the urinary tract. Abdominal study: morphological integrity of the liver, spleen and of the pancreas in non-contrast imaging. Conclusion: right tubal insert in place. The left tubal insert has migrated intra-abdominally, into the left iliac fossa, subparietally with no locoregional complications. [Hysterosalpingogram] on (B)(6) 2016: without contrast: essure material on the right appears to be in place, on the left it makes a loop. After opacification: uterus of normal size, retroverted. There is no visible abnormal parietal image. The essure material obstructs both tubes well. There is no detectable passage. There is a vascular passage on the right at the end of the examination. Conclusion: tubal impermeability, with essure material on the left that is in a distal position but seems to obstruct the tube [x-ray] on (B)(6) 2020: results: compared to the previous images, the position of the left essure is stable. On the other hand, the right essure seems to have migrated, and is currently visible in the projection of the sacrum; (date unknown): we found the right insert to be properly positioned but are unsure of the proper positioning of the left insert. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 22-apr-2024: quality-safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.